Event description:
In 2008, the sales rep was informed by a nurse at the site that the pt developed a very slight pneumothorax. The site further reported that the issue was resolved with a chest tube, and the pt was hospitalized overnight and then released. The physician rec'd a 15 mm divergence and continued with the case. The current labeling gives the following warning: "CT-to-body divergence values in excess of 10 mm can affect the accuracy of the sys potentially resulting in tissue irritation and possible injury to the bronchial airways". It was further reported that the case resulted in a positive diagnosis for cancer (non smoker).